Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse replaced the battery on the gib board and reloaded system software nodes and calibrations. Voltage on the mainframe and monitor cart (ws) was checked and connections on the mainframe transformer were also checked during the service event. The system was tested and found to be working as intended and returned to service.